Manufacturer narrative:
H6: investigation summary. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters experienced catheters that broke/separated from the hub, and leakage at the catheter and hub junctions. The following information was provided by the initial reporter: material no: 381444 batch no: 0265060. Complaint category: fail to function / defective. Incident date: (B)(6) 2021. Details of complaint (reported issue): the plastic part outside the vein is cracked and causes fluid leakage. Complaint noticed: during / after use. Patient injury: no. Qty affected: (B)(4) ea. Samples available? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters experienced catheters that broke/separated from the hub, and leakage at the catheter and hub junctions. The following information was provided by the initial reporter: material no: 381444 batch no: 0265060. Complaint category: fail to function / defective, incident date: (B)(6) 2021, details of complaint (reported issue): the plastic part outside the vein is cracked and causes fluid leakage. Complaint noticed: during / after use. Patient injury: no. Qty affected: 3 ea. Samples available? No.